Event description:
Medical affairs spoke to the pt in 08/04 and obtained the following info: the meter had not been working for the past 2-3 weeks. They tests their blood gluocse at least twice a day. They did not have another device to test their blood glucose when their meter was not working. Date unk, they were feeling light headed and tried to test and the meter did not power on. They went to see their md, who tested their on his meter and obtained a reading in the 200's. Exact reading is unk. Pt does not recall if they were treated with anything at the md's office. The batteries were replaced less than a year ago and the battery contacts were in good condition. This case is being reported as a malfunction, since the power issue was not resolved with the meter.